Event description:
A report from an impulse dynamics field representative was received on september 23, 2025 stating that an osm ipg had been replaced during a lead revision procedure. The patient had originally presented to the clinic for a 1-month post-op wound check and was found to be in need of a lead revision for the v1 lead. During the lead revision procedure on (B)(6) 2025, upon reconnecting the new leads to the device and attempting to begin ccm delivery, an anomaly was displayed in which the rv and ls signals separated. The decision was made by the implanting team to replace the osm ipg in case this issue with signal separation could be tied to the ipg and not the leads. The new ipg was implanted without incident and the patient has not reported any medical or operational issues since the procedure. The explanted ipg was sent to an approved decontamination facility, and the decontaminated device was received by impulse dynamics USA in marlton, nj on october 6, 2025. The product evaluation is currently pending.